Event description:
New information received indicated the right ventricular lead was capped and replaced on 15 jun 2021. A chest x-ray was completed to reveal the lead had externalized conductors. The patient was stable throughout and following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead had high capture threshold and high pacing impedance. No intervention was completed. The patient was stable.